Manufacturer narrative:
The manufacturer received other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and experienced a sudden burst of the implant while walking. There was no use of force or any trauma. The implant had completely dislocated into the joint. A revision surgery is needed and it is unknown if it has taken place yet.

Event description:
No event update. Investigation results have been updated after receiving new information.

Manufacturer narrative:
Review of event description: it was reported that the femoral head, implanted on (B)(6) 2008, suddenly burst on (B)(6) 2020 during a gait phase without the use of force and dislocated completely into the joint. When planning the operation, it was informed that the necessary replacement for the insert is no longer available and its production has been discontinued. The revision surgery was then performed on (B)(6) 2020 when a competitor insert was cemented into the existing shell and a competitor head was used to complete the surgery. Review of received data: - x-rays: an ap and oblique views of the left hip were received for investigation. The ap view is dated (B)(6) 2020. The x-rays were assessed by an healthcare professional. The x-rays show a left hip arthroplasty. There is a fracture of the femoral head implant. There is no dislocation or osseous fracture observable and there is no evidence of implant loosening. The acetabular implant appears normally positioned. No contributing factors to the implant fracture are identified. - surgical report: surgical report, dated (B)(6) 2008: the implantation report was reviewed for abnormalities. Dysplasia of the pelvis and ossification of the acetabular roof are described. The cup is implanted with an anteversion of 20° and an inclination of 40°. When the stem of size 7 was implanted, the leg was lengthened by 1.5 cm, which is why an offset stem with a ceramic head with a neck length l was used. Surgical report, dated (B)(6) 2020: after opening the joint, all fragments are appropriately collected and removed. The joint is then cleaned with a jet lavage. The insert is removed and it can be seen that the bone behind the shell is completely built up. Because of this strong bone attachment, it is not possible to remove the shell. The decision is made to leave the shell and cement an insert into it, which was originally for the hofer shell. The fixed stem is then supplied with the merete system (merete xl head 32 with metal adapter). No conspicuous findings relevant to the reported event have been identified. Product evaluation: - visual examination: the head as well as the insert were received for investigation. The head is fractured and eleven pieces in total were received individually packaged labelled. When holding them together it is obvious that some pieces are missing and were not received for investigation. The fracture pieces of the head can be divided into three groups: two larger pieces where part of the taper is visible, three medial sized pieces and six small pieces. All fracture pieces show metallic smearing on the articulation and/or fracture surfaces in form of dots and lines which most likely occurred due to the contact with a metallic component after the fracture. The larger fracture pieces show the head taper however not the entire head taper can be reassembled. The available part of the head taper does not show any commonly observed seating pattern indicating the contact between the stem and the head. The medium sized pieces show more metallic smearing when compared to all the other fracture pieces. The largest medium sized fractured piece shows a concave surface on the inside. It is assumed that this piece derived from the top of the head. Nothing particular can be observed on the small pieces. The insert and its metallic back plate were received individually. The insert shows revision surgery damages in form of screw holes¿ scratches and nicks. In one location, the inner edge of the rim shows a sickle-shaped deformation. This could possibly point to an impingement with the stem¿s neck. On the articulation side and rim area of the insert, areas with layer delamination (some are brown discolored) and cracks. Additionally, on the articulation surface some metallic particles are embedded into the polyethylene. The backside of the insert shows some yellowish discoloration and signs of wear. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination reported for this case was approved by zimmer biomet. Please note that during the revision surgery the components that were left in vivo are combined with components from a competitor, most likely as the insert was no longer available. If and to what extend other clinical reasons may have played a role in the treating surgeon¿s decision to implant products from a competitor remains unknown. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - surgical technique: the st states regarding the "reaming the acetabulum": "correct alignment of the reamers is an important requirement for correctly positioning the implant. The reamer axis should therefore be used at a 40°¿45° inclination and 10°¿15° anteversion." - incoming inspection: the incoming inspection documentation for the head showed that all of the 150 items that were delivered to zimmer biomet were also released. The documentation confirms that all dimensions correspond to the specifications valid at the time of manufacturing. The surfaces were tested with penetrant and are confirmed to be free of cracks. The surfaces do not contain any impermissible defects. Conclusion: it was reported that the femoral head, implanted on (B)(6) 2008, suddenly burst on (B)(6) 2020 during a gait phase without the use of force and dislocated completely into the joint. When planning the operation, it was informed that the necessary replacement for the insert is no longer available and its production has been discontinued. The revision surgery was then performed on (B)(6) 2020 when a competitor insert was cemented into the existing shell and a competitor head was used to complete the surgery. The revised components were received for investigation. The head is fractured into several pieces. The available parts of the head taper do not show any commonly observed seating pattern indicating the contact between the stem and the head. Since only part of the head taper was received a proper seating of the head on the stem cannot be assessed. The insert shows a sickle-shaped deformation in one location on the inner edge of the rim. This could possibly point to an impingement with the stem¿s neck. Based on the investigation it cannot be established at what point in time the impingement occurred. If and to what extend this may have contributed to the fracture of the head cannot be determined. The surgery report, dated (B)(6) 2008 states that the shell is implanted with an anteversion of 20° and an inclination of 40°. On the other hand, the reviewed surgical technique states a 40°¿45° inclination and 10°¿15° anteversion for the shells positioning. Based on the manufacturing records all released products met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Further, a complaint history search was done for both components in order to determine if any other similar reported issues have been received. No additional complaints for the same reference and lot combinations were found. Based on the investigation the reported event can be confirmed. Based on the investigation there are no data which suggest the fracture is due to product related factors. If and to what extend the above mentioned patient related factors such as impingement, stair incident of the patient and the patient¿s dysplasia are related to each other or may have caused or contributed to the fracture remains unknown. Further, any possible surgical factors that may have influenced the course of events are also not known. To summarize, based on the given information and the results of the investigation, the cause for the fracture may have been multifactorial and we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed again. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the femoral head, implanted in 2008, suddenly burst on (B)(6) 2020 during a gait phase without the use of force and dislocated completely into the joint. When planning the operation, it was informed that the necessary replacement for the insert is no longer available and its production has been discontinued. Review of received data: no medical data relevant to the case has been received. Product evaluation: the implants were not received for investigation, therefore, it is assumed that they are still implanted. Visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Incoming inspection: the incoming inspection documentation for the head showed that all of the (B)(4) items that were delivered to zimmer biomet were also released. The documentation confirms that all dimensions correspond to the specifications valid at the time of manufacturing. The surfaces were tested with penetrant and are confirmed to be free of cracks. The surfaces do not contain any impermissible defects. Conclusion: it was reported that the femoral head, implanted in 2008, suddenly burst on (B)(6) 2020 during a gait phase without the use of force and dislocated completely into the joint. When planning the operation, it was informed that the necessary replacement for the insert is no longer available and its production has been discontinued. Based on the available information it is assumed that the head fractured in several pieces and dislocated completely into the joint. Consequently, the insert also needs to be revised, however this product was discontinued and is no longer available. Due to the lack of information the event cannot be further investigated. Based on the manufacturing records all released products met the specifications valid at the time of production. Further, a complaint history search was done for both components in order to determine if any other similar reported issues have been received. No additional complaints for the same reference and lot combinations were found. It is assumed that the implants are still implanted and therefore no products were returned. The visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Based on the given information the reported event cannot be confirmed. The investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture and dislocation. Patient suffered progressive inguinal and hip pain since an incident whilst going upstairs in mid-august. The stem and cup were retained.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: alloclassic sl stem, offset, uncemented, 6, taper 12/14; catalog#: 01.00121.060; lot#: 2455603. Therapy date: (B)(6)2020. Additional information was received on apr 14, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received x-rays and other source documents (medical documents) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).